Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update received 6/22/15. The sales rep has reported the revision surgery. Patient was revised to remove the metal on metal construct.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/21/15- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. The medical records reported during revision surgery there was a pseudotumor, corrosion at the junction of the head and neck, and trunnionosis at the junction between the shell and socket as well. The pathology report noted inflammation and fibrosis. There was no report of popping noises within the medical records. There is no new additional information that would affect the existing investigation. The complaint was updated on:jan 12, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update 3/26/15-pfs and medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2013 and (B)(6) 2015 indicated metal ion levels were above 7ppb. The stem is now being added for the high metal ions and part/lot is being updated.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, decreased mobility, and popping noises.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges stroke, heart attack, metal wear and metallosis.